Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the blank display. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 32 mg/dl and dis not receive an alarm. Alarm history showed that insulin pump was suspended but customer does not understand why blood glucose managed to drop so low. Troubleshooting was performed and insulin pump would be replaced due to customer feeling as if insulin pump was not working as designed.